Event description:
Report rec'd of an adverse event while the device was in use. The pump was programmed to deliver 1 mg/dl of morphine in the pca only mode, with 1 mg pca dose, 6 minute pt lockout and a 20mg 4-hour limit. It was reported that the pt rec'd 3.1 mg of morphine during the 24 hours previous to 12:30pm. In 2002 at 12:30pm, the pt was seen by the nurse and reported to be doing fine. At 7:55pm, the pt was found unresponsive with agonal respirations at a rate of 4 breaths per minute. It was reported that the pump display indicated that 24.5mg of morphine had been delivered between 12:30pm to 7:55pm. The morphine was discontinued. The pt was given 0.8mg of IV narcan. The pt continued to be unresponsive with a cardiac rhythm of sinus bradycardia. An unspecified dose of atropine was given to treat the bradycardia. The pt was intubated, placed on a mechanical ventilator and transferred to the intensive care unit (ICU). Serum cardiac enzymes were drawn and reported to be "positive". The customer reported that the pt experienced a "heart attack" and pulmonary edema. The following day, the pt was extubated and transferred back to the nursing floor. Though requested, there was no further info available.